Event description:
Per independent repair center the customer alleged the unit is alarming with a red light and the key failure is the tie wraps caused leaks. As stated on the repair statement additional malfunction on this device: no alarm.